Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the rca exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning the procedure was completed using another medtronic device. It is believed that the event was due to the use of the device in difficult lesion morphology i.e. The event was procedural related and not device related. No patient injury was reported.

Manufacturer narrative:
Device analysis: the stent had moved distally on the balloon and was not positioned on the balloon between the marker bands as per specifications. No deformation was evident to the distal stent wraps. No deformation was evident to the distal tip. The 0.015 inch mandrel would not load through the guidewire lumen most likely due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis summary: the images show a severely diseased rca with a previously deployed stent which may indicate restenosis. It appears a balloon was used to pre-dilate the rca. The attempted delivery is not seen on these photos but the lesion is confirmed as tortuous and calcified. If information is provided in the future, a supplemental report will be issued.